Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lgsx, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1lgsx, (B)(6), (B)(4) pertain to product ID: 3889-28, lot# va1lgsx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a lead placement, the patient thought around april 26, and about a month after the lead placement, the patient had an infection and follow-up surgeries. The patient was concerned that ¿something had changed¿ with the biocompatibility with the lead and that may be leading to difficulty healing and multitude of surgeries. The area began to get hot and swollen, the patient tried antibiotics, and upon removal, there was pus. The whole system was removed, and the patient thought this happened in june; however, it was unclear when this occurred as it was also noted that the patient had surgery in july. The patient had been on antibiotics and had some type of drain in place related to the pocket fluid around the device potentially related to infection in april and june. No further complications were reported/anticipated.